Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the proximal segment was returned severed 19.5 centimeters (cm) from the terminal pin. A thorough evaluation of the lead segment was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
The cut portion of the lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during a device replacement procedure for normal battery depletion, the lead was stuck in the header of the device. The setscrew on the device appeared to be stuck. The physician cut and abandoned the lead. No adverse patient effects were reported.